Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter to treat atrial fibrillation (a fib) the catheter stopped irrigating. When the catheter was removed from the body they found the array did not fully undeploy and that the inner guidewire lumen appeared bent. Additionally, they saw that saline was no longer dripping from the distal tip of the catheter despite the connection to the pressurized saline bag. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event.the catheter is not expected to be returned for analysis as it was disposed of by the site.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.